Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented to the emergency department due to an alert. It was also reported the lead displayed t wave over-sensing, high rate non-sustained episodes, and the sensing integrity count was noted. Re-programming was performed, the lead remains in use, and no patient complications have been reported as a result of this event.